Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer questioned high results for multiple patients tested for ise indirect na for gen.2 between the aliquot sample from the modular pre-analytics (mpa) system run initially on the cobas 6000 c (501) module and the repeat result from the primary tube run on the c501 module. The customer alleged this occurred on (B)(6) 2018. Patient data was provided from (B)(6) 2018. The initial results had been reported outside of the laboratory. Of the data provided for 65 patient samples that were repeated, the results for 11 patients were discrepant. The initial results had been reported outside of the laboratory. The aliquot samples were run at approximately 10:00 a.m. The repeat results from the primary tube were run at approximately 2:00 p.m. Upon completing repeat testing, the corrected results were provided to the doctors. There was no allegation that an adverse event occurred. The na cartridge lot number and expiration date were not provided. The customer does not think there is an issue with the c501 module. The customer thinks the issue is due to the long turnaround time for some samples coming from the mpa. The customer has observed that turnaround times greater than 1 hour affect the na results. It was also noted that there may be issues with how the customer is loading the patient samples onto the mpa.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and made some changes in the way the samples were distributed. The customer has continued to have issues with na results between the aliquot sample and the primary tube. No actual results were provided. The investigation is ongoing.

Manufacturer narrative:
Based on data provided from the customer, the investigation determined the long turnaround time was occurring due to the cobas 8000 core unit and not the mpa. The turnaround time in the analyzer is longer than 1 hour. Based on the information available, there is no product problem with the mpa. Sections d and g were updated to reflect the information for the cobas 8000 core unit. The cobas 8000 core (B)(4). Investigation of the cobas 8000 core unit is ongoing.

Manufacturer narrative:
The customer examined their workflow and noticed that the modules were operating at maximum capacity. The customer has not made any changes to their workflow. However, they are not having any issues with na results. The investigation was unable to find a definitive root cause.